Event description:
The customer stated she was hospitalized for low blood glucose and the reading was 63 mg/dl. Prior to the hospitalization the customer's blood glucose reading was 36 mg/dl. The bolus history revealed that three different boluses were given prior to the event. The customer stated that her medical doctor adjusted some of the settings on the insulin pump after the hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.